Event description:
It was reported the patient underwent implant surgery of posterior fixation from l2 - iliac, with no fixation at l3. Interbody devices were implanted at l2-l3, l4-l5, l5-s1. X-rays showed the set screw backed out of the left s1 screw. It was reported that no revision surgery is planned. No patient complications were reported.

Manufacturer narrative:
(B) (4). No product was returned for evaluation. X-rays received confirmed the set screw had backed out at s1.